Event description:
It was reported that about 24 hours after the patient had a hysterectomy she returned to the hospital with internal bleeding. The patient had to have an additional procedure to stop the bleeding. The doctor felt the bleeding was due to the harmonic scalpel that was used. It was not confirmed if this was an ascent healthcare solutions' reprocessed scalpel or an original equipment manufacturer scalpel.

Manufacturer narrative:
The ultrasonic scalpel was not returned to ascent healthcare solutions for evaluation. Pictures of the device and device lot number were not provided, either so it could not be determined if the device was reprocessed by ascent. The procedure date was unknown by the hospital representative. The reported event is not occurring more frequently, or with greater severity than is usual for the device.